Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 45 occurrences of an air detected set alarm, which interrupted delivery. This was not reported by the customer. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty air in line printed circuit board. To correct the condition, the air in line printed circuit board was replaced. If any additional information is received, a follow-up MDR will be sent.